Manufacturer narrative:
Other relevant device(s) are: product ID: 305u221, serial/lot #: (B)(4), ubd: 14-oct-2015, UDI#: (B)(4).conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and one month post implant of these aortic and mitral bioprosthetic valves, the valves were explanted due to increased gradients. Upon explant, the surgeon noted pannus on the inflow tract of both valves. Additionally, one of the mitral valve leaflets was prolapsed, causing wide open insufficiency. The 25mm mitral valve was replaced with a 27mm valve of the same model, and the 21mm aortic valve was replaced with a valve of the same size and model. No additional adverse patient effects were reported.